Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the penumbra indigo system aspiration tubing (tubing) had low levels of aspiration and believed there may have been a leak in the tubing. The damaged tubing was noticed prior to use and, therefore, was not used in the procedure. The procedure was completed using a new tubing.